Manufacturer narrative:
Additional information was received: there was no difficulty removing the product from the hoop, or removing the protective balloon cover and stylet. There were no kinks or other damages noted prior to insertion into the patient. The device was prepped normally. Contrast media was unknown; however, the contrast to saline ratio was 1:1. The indeflator used has been used successfully with other devices. There was no resistance/friction experienced while inserting the balloon through the hemostatic valve. No guiding catheter was used. The target lesion was located inside the limb of a non-cordis endovascular aneurysm repair stentgraft. The lesion was not calcified or tortuous and stenosis rate was not applicable. There was no difficulty advancing the balloon catheter through the vessel. The catheter was not ever in an acute bend. The balloon inflated normally and maintained pressure during inflation. It was observed visually through x-ray that the device was deflated completely in 30 seconds. However, it was reported that the balloon did not re-wrap properly. The balloon catheter did not kink during use. The product was removed intact from the patient. There was no patient injury. The sheath introducer and the balloon catheter were removed from the patient simultaneously and the access could be closed using non-cordis closure devices that were placed prior to sheath insertion. The access site was saved. Additional concomitant devices were also received: cook indeflator and limb of a evar stentgraft endurant ii. Complaint conclusion: after inflating the 18x60mm maxi ld, it was impossible to retrieve it through the non-cordis 12f sheath, despite the fact that the balloon has a 10f fitting. It was also reported that the balloon catheter separated during the attempt to remove the balloon catheter from the sheath/patient. The customer expected that the balloon will completely deflate and will then be able to retrieve it. However, the inflating part of the balloon didn¿t fold back properly. Due to this, it was reported that the device was impossible to remove from the sheath. The device did not separate inside the patient. No additional intervention was needed in order to remove the separated segment. After several attempts, the physicians took the risk to pull everything out together with the risk of an artery dissection, which didn't occur. There was no difficulty removing the product from the hoop, or removing the protective balloon cover and stylet. There were no kinks or other damages noted prior to insertion into the patient. The device was prepped normally. Contrast media was unknown; however, the contrast to saline ratio was 1:1. The indeflator used has been used successfully with other devices. There was no resistance/friction experienced while inserting the balloon through the hemostatic valve. No guiding catheter was used. The target lesion was located inside the limb of a non-cordis endovascular aneurysm repair stentgraft. The lesion was not calcified or tortuous and stenosis rate was not applicable. There was no difficulty advancing the balloon catheter through the vessel. The catheter was not ever in an acute bend. The balloon inflated normally and maintained pressure during inflation. It was observed visually through x-ray that the device was deflated completely in 30 seconds. However, it was reported that the balloon did not re-wrap properly. The balloon catheter did not kink during use. The product was removed intact from the patient. There was no patient injury. The sheath introducer and the balloon catheter were removed from the patient simultaneously and the access could be closed using non-cordis closure devices that were placed prior to sheath insertion. The access site was saved. The product was returned for analysis. One non sterile maxi ld 7f 18x6 80cm balloon catheter was returned. Per visual analysis the balloon had been inflated and fully deflated. The device was separated at 36cm from the distal tip. No other anomalies were noted. Per dimensional analysis the od of the proximal balloon seal was measured and was found to be within specification. Per sem analysis the characteristics observed on the rupture point of both components (inner and outer body) leads to the same failure mode. The pinch points and the pattern of trail lines observed on the diameter surfaces at the rupture\separation point indicate that a mechanical cutting might be the cause of the noted separation. The exact kind of tool is unknown. A device history record (DHR) review of lot 17308251 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system - separated (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the separation could not be determined during analysis. Based on the information available for review, a mechanical cutting might be the cause of the separation as evidenced by particular characteristics noted at the point of separation during analysis. The reported "balloon - deflation difficulty - (peripheral)" and ¿stent delivery system (sds) - withdrawal difficulty-through guide/sheath (peripheral)¿ were not confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis due to the separated condition of the returned device. According to the instructions for use ¿deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Maintaining a vacuum on the balloon, withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after inflating the 18x60mm maxi ld, it was impossible to retrieve it through the non-cordis 12f sheath, despite the fact that the balloon has a 10f fitting. It was also reported that the balloon catheter separated during attempt to remove the balloon catheter from the sheath/patient. The customer expected that the balloon will completely deflate and will then be able to retrieve it. However, the inflating part of the balloon didn't fold back properly. Due to this, it was reported that the device was impossible to remove from the sheath. The device did not separate inside the patient. No additional intervention was needed in order to remove the separated segment. After several attempts, the physicians took the risk to pull everything out together with the risk of an artery dissection, which didn't occur.